Event description:
During radiation treatment the therapist noticed that the usual data of treatment (dose rate, mu's, and procedure time) were not visible on the os display, even though the rad on indicators were active. The treatment was then stopped when the therapist hit the "stop" button on the status console at the 180.4 sec mark. The procedure duration was scheduled for 406.5 seconds. The user then immediately contacted tomotherapy as instructed in "urgent medical device notice", dated aug 10, 2009. The customer reported there was no pt injury.

Manufacturer narrative:
Design anomaly in sw 2.4 and 3.xx. Urgent medical device notification. Evaluation to be provided in follow-up report.